Event description:
The lift operator reports the lift was moved from the hallway to the room when the battery of the lift fell out and onto their right ankle. The lift operator tripped, stumbled, and fell, suffering serious and permanent injuries.